Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a bluetooth telemetry issue. Programming changes were made and telemetry was restored. There were no patient consequences.